Event description:
At 6:45 a.m. Direct care staff noted member without vital signs, showing no signs of life. Member was noted to be sitting on buttock on floor with legs extended, head and neck turned to the right with his neck between the headboard and mattress frame. Bed was lowered to approximately 10 inches above the floor. No discoloration was noted to facial or neck area. A small amount of blood was under the bed from a scrape on right elbow. Mattress was moved off to the right of the bed frame. The coroner's office was notified and arrived within 45 minutes. At this point in time the coroner's report is pending. This is identified as a zone 7 entrapment between the frame and the headboard.